Manufacturer narrative:
The date of the event is unknown. For this reason, the first date of the article date range (jan 1, 2012) was used as the occurrence date. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The root cause of the event cannot be determined based on the limited information provided by the authors. However, it is possible that it was related to the mechanisms and risk factors mentioned before. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards reviewed the article from spain "balloon-expanding transcatheter aortic valve implantation for degenerated mitroflow bioprostheses: clinical and echocardiographic long-term outcomes", corresponding author victor x. Mosquera. The authors presented a single-center study that included 21 patients with degeneration of mitroflow bioprostheses who were treated between january 2012 and september 2019 with a valve in valve (viv) tavr with balloon-expandable thv. The following event was identified during the study period: a patient who underwent ta approach viv of a 23 mm sapien 3 in a 23 mm mitroflow valve had an occlusion of a coronary artery. The patient died during the procedure due to cardiogenic shock secondary to obstruction of the left main. The patient presented a diameter of the sinus of valsalva <30 mm and an indexed aortic root diameter <14 mm/m2, as well as a height of coronary ostia <12 mm.